Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was attempted to be interrogated. Then, an error message occurred to contact technical support (ts). Ts indicated the device detected an invalid parameter while interrogating and therefore the provider was forced to program nominal settings which disables tachycardia therapy. The cause of the invalid parameter could be related to incomplete programming during the last session or telemetry issues. The device was reprogrammed to resolve the event with no adverse consequences to the patient.